Manufacturer narrative:
Unit was unable to prime during prime test and alarmed motor error during basic occlusion test due to faulty force sensor resistor. Unit had missing segments due to cracked zebra connector on lcd board. Unit had a missing end cap sticker and a scratched display window. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a motor error alarm. The blood glucose at the time of the incident was 362 mg/dl. Troubleshooting was performed. The device was returned for analysis.